Manufacturer narrative:
(B)(4). The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during system upgrade, this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead system exhibited loss of capture (loc) and was suspected to be due to a fracture on the lead's pacing part. This rv lead was surgically abandoned. Additional information was received indicating that no conclusive cause of the observation was identified and the fracture was not confirmed. This rv lead is no longer in service. The crt-d remains in service. No additional adverse patient effects were reported.